Event description:
It was reported that during a septation procedure, the device was leaking. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during interrogation of the device, no r-wave capture was noted. The device was reprogrammed. Patient will be monitored at next follow-up. The lead remains implanted.